Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm and squirts insulin during prime. Customer stated that keypad buttons are sticky and harder to press. Insulin pump rejects new battery and rewinds take longer. Insulin pump was grind during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.